Manufacturer narrative:
A review of the x-rays revealed that the rods pulled out of the open ends of both connectors. The connectors were visually and microscopically inspected. The abrasions on the rod contact surfaces of the set screws and on the rod saddles of the connectors indicate that the rod was properly seated. The damage to the edge of the connectors and on the threads of the set screw is consistent with the rod impacting these areas after the rod popped out. There were no manufacturing or inspection discrepancies. The nature of the construct and the amount of force that was likely placed on the connectors may have contributed to this incident.

Event description:
Rod disengaged from everest connector <1 month post-operatively. Patient was revised.

Manufacturer narrative:
Follow-up #1/final report issued to provide additional information related to this incident. K2m inc consider this to be a close-out report. The initial reporter indicated that the status of the patient is satisfactory. The everest risk analysis, risk-031 rev 1 was reviewed. The preliminary hazard analysis (pha), , lines 1-4: set screw backs out, lines 16-21: rod slips, lines 42-46: connector does not attach rigidly to rod/connector disassembles, addresses the scenario described in this case. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. This follow-up #1 and final report is issued to add the information to the following sections: patient sex information not available. Date of this report. Follow-up report. Follow-up report type. Evaluation codes: (B)(4). Manufacturer narrative to include the patient status and risk analysis.